Manufacturer narrative:
(B)(6) 02-022-45-6060 - truliant tib fit tray cem sz 6f / 6t. (B)(6) 02-020-11-0360 - truliant ps cem fem ps cem right sz 6. (B)(6) 200-02-38 - three peg patella 38mm. G4: corrected. H6: corrected the following: type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 2 months after a right total knee replacement, a patient underwent a revision procedure to address polyethylene wear. No further issues or complications were reported. No additional information is available.